Event description:
It was reported that one pt sustained increased intraocular pressure after selective laser trabeculoplasty (slt) treatment. It was further reported that the pt required a trabeculectomy to decrease the iop.

Manufacturer narrative:
Subject device was evaluated by a lumenis technical specialist, analysis concluded device performed at finished goods level and passed all functional testing. No device malfunction was observed. Reasonable attempts were made to obtain additional event information, however, none was provided. Should additional information be reported, a follow up MDR will be filed.